Manufacturer narrative:
(B)(4) date sent: 7/26/2016. Batch # unk (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Per customer colectomy. No further details. When the device was fired, was the indicator located within the green zone/gap setting scale? Yes. Was there audible and tactile feedback from firing the device? Yes. Were the washers inspected? If so, please describe. No information provided. Were the donuts inspected? If so, please describe. Yes, two donuts appeared to be complete. Passed leak test. Who fired the device and what is his/her experience? Pa. How was the second procedure completed? Second ecs29a pulled and anastomosed successfully. Are the photos available for review and analysis? Yes. What is the current patient status? No info provided. Nine staples were received for analysis, four of them were unformed and the remaining staples seem to be not properly formed. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Other circumstances such as tissue thicker than indicated can also lead to staples not properly formed. Please reference the instructions for use for additional information. Pictures provided were evaluated during the analysis. No lot or batch were provided, device history review could not be performed.

Event description:
It was reported that following a colorectal procedure, the patient returned to the or post procedure. It was determined that the staples never fully closed. Surgeon took a picture and removed the staples from the initial stapler where staples didn't fully deploy. The stapler was disposed of.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/6/2019. Additional information received: received notice of litigation. Pleading alleges patient underwent a lap sigmoid colectomy at a hospital in vancouver, washington. An ees surgical stapler was used to perform the ¿anastomosis¿ portion of the surgery. Pleading further alleges on the second post operative day the patient became progressively tachycardic, his hemoglobin had dropped and CT scan showed ¿significant amount of free air and fluid in the abdomen, significant for some sort of perforation.¿ pleading further states that during an exploratory laparotomy a ¿huge air leak and in fact the entirety of the back wall was completely blown out. The surgeons then picked out several staples which were uncrimped to completely open, indicating the stapler had completely misfired.¿ pleading alleges the misfire caused the failed anastomosis and the surgeon performed a diverting loop ileostomy. The pleading makes no mention of any difficulty noted with the device intraoperatively. The device was identified as the ecs29a.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/27/2019.

Manufacturer narrative:
(B)(4). Additional information received: or report - additional surgery.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. Further analysis was conducted. Having considered the possibilities for how the observed malformed/unformed staples could have been produced, the most likely cause is that at least 8 staples were ejected from the device prior to the intended firing and some of those were bent by the knife pushing them against or into the washer during a subsequent device firing. Unformed staples showed no evidence of having contacted the anvil at the time they were ejected, which indicates that the anvil was not in an anticipated position when those staples were ejected. There is not enough evidence to confirm which of several possible circumstances led to the staples being ejected prior to the firing. It was reported that the surgeon/assistant experiencing the normal audible and tactile feedback and complete donuts associated with a complete firing and cutting action at the time of the intended firing indicates that the anvil was in an anticipated position during the intended firing. The irregularly bent staples showed evidence of having been pushed by the knife against a non-metallic supporting object such as the breakaway washer. There are no indications that the device malfunctioned or was not capable of performing its intended functions. All plausible scenarios for creating the observed malformed/unformed staples would have required the device to be operated in a manner not consistent with the instructions for use. However, no final determination can be made as to the cause for the malformed staples based on the available information.